Event description:
The patient experienced a loss of therapeutic effect. She was told by the company representative who ran a test on her and that "only 1 of those in the test responded". She was re-directed to her physician. Further information was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).